Event description:
It was reported by service report that the communication cord for the nurse call had bent pins preventing the nurse call from working on the bed. The customer could not determine if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: communication cord had bent pins due to misuse.